Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. Internal visual inspection of unit revealed damage to one of the solder connections for power connector on the i3 pcb. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Diagnostic testing confirmed the reported event, which was due to mechanically induced failure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported when the power button was pressed down on the back of the unit, the unit itself sparked and then immediately shut down. Another unit was issued. There were no patient consequences.